Event description:
Inlay replacement lcs complete mobile due to a lot of poly wear. Doi: unknown. Doe: (B)(6) 2023. Affected side:

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary inlay replacement lcs complete mobile the product was not returned to depuy synthes, however photos were provided for review. The photo investigation was able to identify that the device has worn down and deformed slightly. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed condition of the [lcs comp rp insert lg 10mm] would contribute to the complained device issue.  Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot# bfa01ba was manufactured from 10/05/2007 to 10/26/2007, and shipped on 10/31/2007. All in-process sampling inspections were documented within specification. All final audit dimensional inspections were documented within specification and performed per required sampling inspection. The lot was 100% cosmetically inspected prior to shipment.